Event description:
A facility's technicians reported that system messages displayed during multiple retinal surgeries. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).